Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported receiving no delivery alarms from the insulin pump. The customer declined troubleshooting for the alarm, and stated it was an issue with the pump. However, the customer stated that the alarm was resolved by a complete set change. The customer did not want to return the related reservoir or infusion set for analysis. The customer will receive a new insulin pump and sets. The customer's blood glucose value was unknown. No further information was provided.